Event description:
On (B) (6) 2010, the health care professional (a nurse) in the (B) (6) contacted lifescan on behalf of the lay user/patient alleging the onetouch ultra2 meter displayed the "error 3" message. The medical surveillance specialist reviewed the technical service rep (tsr) documentation. The nurse said she gave the pt insulin after obtaining an "error 3" message at 8 am on (B) (6) despite not being able to obtain a reading. She says she thinks the pt's blood sugar was probably already low at the time, but couldn't confirm and gave the pt insulin anyway because she could not get a result on the meter. The nurse says the error messages have been occurring for a week before she called lifescan. She says that the customer had a hypo and felt very shaky and "low" after she gave the pt the insulin at 8 am. The nurse denied that the pt had any treatment for the symptoms. The pt is on insulin and normally doesn't adjust her doses. It was determined during the troubleshooting telephone call that the nurse's testing technique was correct and the issue was not resolved through troubleshooting. This complaint is being reported because the user alleged the meter displayed an error message, that the pt was administered insulin despite the fact that the pt's blood sugar level was unk at the time of the error message, and that the pt suffered symptoms indicative of hypoglycemia due to the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.